Event description:
It was reported that the customer had high blood glucose levels of 449 mg/dl. The customer was hospitalized on (B)(6), 2014 due to hyperglycemia. The customer indicated having symptoms consistent with high blood glucose levels including dizziness. The customer was wearing the insulin pump at the time of hospitalization. The customer was eventually released from the hospital after treatment. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.